Event description:
The customer reported the x2 displays a loudspeaker error. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting institution phone/ reporter phone #: (B)(6).

Manufacturer narrative:
A good faith effort could not confirm if there was sound present while the device was presented with the speaker malfunction inop error message at the customer site. The bench technician confirmed the speaker malfunction error message and the cause of the reported problem to be a defective speaker. The defective speaker was replaced by the bench technician and the device was operational after repairs were completed.